Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The cup was reported by zimmer inc. (B)(4).

Event description:
It was reported that the patient was implanted a ms-30, stem, standard, cemented, 8, taper 12/14 on unknown side on (B)(6) 2015. The patient was revised on (B)(6) 2017 due to pain. Note: the stem was revised so that the surgeon gain access.

Manufacturer narrative:
Investigation results have been made available. Trend analysis: no trend identified device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient underwent hip implant surgery with zca cup - ms stem on (B)(6) 2017. The patient experienced pain from the cup and was revised on (B)(6) 2017. The ms stem was also exchanged so that the surgeon could gain access. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: it was reported that the patient was revised due to pain. In the revision surgery the stem and cup were replaced after approx. 18 months. The devices have not been returned for investigation, therefore the condition of the components is unknown. The DHR indicates that the ms-30 stem met all requirements to perform as intended. The information available at hands does not hint to any possible root cause for the observed pain. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The cup was reported by zimmer inc. (B)(6) under (B)(4). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).